Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint investigation concluded that the event was related to the asr platform which was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. This stem is not part of the asr family however it did form part of the joint construct. There was no allegation of deficiency with this device. Occupation: lawyer. (B)(4).

Event description:
Complaint description: asr revision. Asr xl- left. Reason(s) for revision: pain, metalosis and noise. Update - added additional surgeon, additional hospital, marked as legal, filed out mw fields. Taken from claimsuite dated 7th march 2014. Additional reason for revision : chromium and cobalt values outside the normal range. Patient had pain at the hip, continuous headache and exhaustion. Doi: (B)(6) 2007 - dor: (B)(6) 2013 (left hip).